Manufacturer narrative:
Resmed has requested more information regarding the reported complaint. No response has been received. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message and failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.